Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.

Event description:
It was reported that the customer experienced high blood glucose levels (256 mg/dl) after changing out cartridge and infusion set. Customer reportedly completed load process and then disconnected tubing from luer causing air bubbles to enter tubing. Pump passed delivery system check.